Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed no delivery during bolus. The patient's blood glucose at the time of incident was 4.5 mmol/l. Troubleshooting was initiated for the no delivery alarm. The alarm did not occur during the manual prime. Process. The event was resolved by changing the infusion set and reservoir. No products were returned or replaced.